Manufacturer narrative:
The patient has undergone successful revision surgery for a mets proximal femur. The cause of the revision has been attributed to a recurrence of parosteal osteosarcoma, requiring the need to restrict the vast majority of the remaining femur and implant a custom left proximal femoral component. The recurrence of parosteal osteosarcoma was confirmed in an x-ray review. There were no reported complications from the revision surgery. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore will continue to monitor for trends. Corrected data: date of event was corrected from (B)(6) 2015 to (B)(6) 2014. Common device name/product code was corrected from "prosthesis, knee, femorotibial, cons/kro" to "limb salvage system/jdi".

Event description:
A request for a custom replacement proximal femur implant was received from a surgeon. The patient currently has a mets proximal femur replacement implant which needs to be replaced as the patient has suffered a recurrence of parosteal osteosarcoma. This is a supplemental report to 3004105610-2015-00021.

Event description:
A request for a custom replacement proximal femur implant was received from a surgeon. The pt currently has a mets proximal femur implant was received from a surgeon. The pt currently has a mets proximal femur replacement implant which needs to be replaced as the pt has suffered a recurrence of parosteal osteosarcoma.

Manufacturer narrative:
The device history records were reviewed and no non-conformities were identified. Implant return has been requested upon on explant to allow us to perform an evaluation. The investigation is ongoing. A supplemental report will be provided.